Event description:
Information was received indicating that the battery to a smiths medical pneupac® parapac® ventilator was broken off on the side. It was reported to be not giving low pressure alarms. The unit was also due for preventative maintenance and calibration. There were no reported adverse effects.

Manufacturer narrative:
Investigation results completed on a smiths medical pneupac ventilator parapac . Device arrived damaged with broken battery compartment; missing the cap and top portion of the holder, manometer is out of specification. During functional testing the low pressures alarms are functioning as intended, however verified battery compartment is damaged. The battery compartment was repaired along with a list of summary of damage. This was considered customer induced with impact to device. Device damaged should not be in patient use and off floor for repair. Device one repaired passed all functional testing and delivery tests. Repair summary: replaced an out of spec manometer and damaged gas supply indicator. Installed service kit and performed pm.

Event description:
Investigation completed on a smiths medical pneupac ventilators parapac .